Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that the front panel is blinking intermittently occurred because the printed circuit (zz) board and the front panel unit were defective. For the abnormal noise coming from the power supply, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited all lights were blinking intermittently due to faulty printed circuit board and front panel and also found while shaking, some abnormal sound coming from the power supply. There were no reports of patient involvement.